Manufacturer narrative:
(B)(6). Device remains implanted and, therefore, was not available to gore for direct analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment using a gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. It was reported type ia, type ii, and type iii endoleaks were identified during the initial procedure. On an unknown date, a persistent type ii endoleak was reportedly observed contributing to aneurysm enlargement (details unknown). The type ia and type iii endoleaks seen during the initial procedure had reportedly resolved. On (B)(6) 2017, the patient underwent embolization of the inferior mesenteric artery. On (B)(6) 2019, the patient underwent embolization of the median sacral artery.

Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.